Event description:
(B)(4). Crippling abdominal pain, long lasting dizzy spells, painful periods, debilitating headaches, heavy periods, sometimes 2 periods per month, painful intercourse, low sex drive (I'm (B)(6)), lack of energy and motivation, brain fog, I have not been to the hospital/doctor yet due to insurance reasons, however I do plan on getting these horrid coils removed as soon as I'm able. Then my husband and son's can have the mommy/wife they used to have.

Event description:
(B)(4). On (B)(6) 2015 x-ray showing additional coils that failed to deploy during implantation left behind. They are mangked together, and one appears to be broken. Medical records state that the coils were removed and sent back to manufacturer, which is absolutely false. Currently awaiting approval for hysterectomy at age (B)(6)